Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, prime/fill anomaly, rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884, unomedical, unk_reservoir. Troubleshooting was partially performed. Customer reported current insulin flow blocked alarm event during therapy. Customer reported being unable to exit load reservoir process and attempted to complete again but pump could not complete the load reservoir process. Customer was unable to rewind. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for unk_reservoir. The customer will discontinue the use of the device mmt-1884.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump primed properly. Successfully downloaded history files and traces using thump. No delivery alarm/insulin flow blocked alarm was found on: 12/27/2024 15:21:03.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/27/2024 15:21:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/27/2024 15:22:38.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/27/2024 16:56:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/27/2024 17:02:04.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/27/2024 17:08:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/27/2024 17:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 27-dec-2024 in the formatted history file. Insert battery alarm was found on: 12/27/2024 16:58:00.000, 12/27/2024 16:58:50.000, 12/27/2024 17:00:05.000, 12/27/2024 17:06:19.000, 12/27/2024 17:31:38.000, 12/27/2024 17:35:43.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm, prime/fill anomaly and rewind anomaly/drive/motor anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.